Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the patient's hematologist contacted on-x to report a "a clotted on-x aortic valve that had been implanted for 11 years. Patient reported with inr 2.1. Clot was removed percutaneously, valve left in place, and patient doing fine. Now on inr 3.0. Patient (male) was taking clomid, so [the physician] does not think the clot was due to the valve, but rather to the clomid." The patient contacted cryolife on (B)(6) 2016 and provided the following additional information: the patient has a history of rheumatic heart disease and low testosterone. He experienced a left sided stroke with paralysis on (B)(6) 2016. At the time of the stroke, his inr was steadily maintained at 1.9. At the time of the stroke event, he was also taking clomid, a selective estrogen receptor modulator, for the past 2 ½ years. His hematologist believes there could be a correlation between the clomid and the thrombotic activity. The patient also has a history of left bundle branch block and diastolic dysfunction, ef <50%. On an unspecified date post stroke event, an echo was performed which discovered a 2cm clot adjacent to the valve and the sewing ring. Thrombolytic therapy was initiated and the clot was successfully addressed. The patient reports that he has recovered from the stroke and paralysis but is experiencing mild memory loss and inhibited recall ability.

Manufacturer narrative:
According to the report, the patient's hematologist contacted on-x to report a "a clotted on-x aortic valve that had been implanted for 11 years. Patient reported with inr 2.1. Clot was removed percutaneously, valve left in place, and patient doing fine. Now on inr 3.0. Patient (male) was taking clomid, so [the physician] does not think the clot was due to the valve, but rather to the clomid." The patient contacted cryolife on (B)(6) 2016 and provided the following additional information: the patient has a history of rheumatic heart disease and low testosterone. He experienced a left sided stroke with paralysis on (B)(6) 2016. At the time of the stroke his inr was steadily maintained at 1.9. At the time of the stroke event, he was also taking clomid, a selective estrogen receptor modulator, for the past 2 ½ years. His hematologist believes there could be a correlation between the clomid and the thrombotic activity. The patient also has a history of left bundle branch block and diastolic dysfunction, ef <50%. On an unspecified date post stroke event, an echo was performed which discovered a 2cm clot adjacent to the valve and the sewing ring. Thrombolytic therapy was initiated and the clot was successfully addressed. The patient reports that he has recovered from the stroke and paralysis but is experiencing mild memory loss and inhibited recall ability. A phone conversation with the hematologist on (B)(6) 2016 indicated the following: he stated that patient labs revealed elevated ldh (lactate dehydrogenase) and decreased haptoglobin which was indicative of hemolysis. He intimated several times that there was no evidence that the adverse events (cva, thrombosis) were caused by the valve. He stated that the echo's did not reveal anything but doubted the quality of the results commenting that "they just can't get a good echo" when asked to explain why. His presumption is that the associated patient events are due to pvl [paravalvular leak]. A battery of tests have been performed on the patient and blood cultures have been negative. He also mentioned that the patient, who is a radiologist, self-prescribed the previously mentioned clomid and a definitive correlation between the medicine and the thrombotic activity cannot be ascertained. I provided our fax number and he promised to fax over patient records. The hematologist was contacted via phone again on (B)(6) 2016 to request the previously promised medical records. He stated that he would "get to them when he could." No medical records have been received to date. The manufacturing records for the valve and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The referenced aortic on-x implanted has been implanted for 11 years. There seems to exist a conflict of diagnoses between the patient (who is a radiologist) and the patient's hematologist. The patient experienced stroke-like symptoms while maintaining inr 1.9, but also taking self-prescribed clomid (which may influence warfarin effectiveness) for low testosterone therapy. The patient reported that an echocardiogram showed a 2cm clot near the valve that was successfully treated with thrombolytic therapy but still has residual mild memory loss. The hematologist seems to think the echo was not so definitive and that symptoms are more likely related to pvl as implicated by ldh and haptoglobin blood suggesting hemolysis (destruction of red blood cells usually due to turbulent and high shear-flow conditions, such as pvl, that can initiate platelet activation). With the present information it is difficult to ascertain which diagnosis is more accurate. In any case, however, thrombosis, thromboembolism (te), and pvl are all known risks of aortic valve replacement and prosthetic valves in general. Historically, the objective performance criteria indicate rates of 0.8, 3.0, and 1.2 %/patient-year, respectively [iso 5840:2005]. In the proact study, from which the inr 1.5-2.0 therapy was evaluated, the te and thrombosis rates were 2.67 and 0.30 %/patient-year, respectively. There was only one reported case of pvl each in the control and treatment groups [puskas 2014]. Until more definitive information is provided, any of these reported adverse events, though relatively rare, are possible. The root cause for the reported events cannot be determined based on the available information, but is most likely thromboembolism due to thrombosis (inadequate anticoagulation) or pvl (abnormally high shear flow conditions initiating platelet activation).

Event description:
According to the report, the patient's hematologist contacted on-x to report a "a clotted on-x aortic valve that had been implanted for 11 years. Patient reported with inr 2.1. Clot was removed percutaneously, valve left in place, and patient doing fine. Now on inr 3.0. Patient (male) was taking clomid, so [the physician] does not think the clot was due to the valve, but rather to the clomid." The patient contacted cryolife on (B)(6) 2016 and provided the following additional information: the patient has a history of rheumatic heart disease and low testosterone. He experienced a left sided stroke with paralysis on (B)(6) 2016. At the time of the stroke his inr was steadily maintained at 1.9. At the time of the stroke event, he was also taking clomid, a selective estrogen receptor modulator, for the past 2 1/2 years. His hematologist believes there could be a correlation between the clomid and the thrombotic activity. The patient also has a history of left bundle branch block and diastolic dysfunction, ef <50%. On an unspecified date post stroke event, an echo was performed which discovered a 2cm clot adjacent to the valve and the sewing ring. Thrombolytic therapy was initiated and the clot was successfully addressed. The patient reports that he has recovered from the stroke and paralysis but is experiencing mild memory loss and inhibited recall ability.